Manufacturer narrative:
B5 - 12-jul-2023 should be corrected to 07-dec-2023. Claim#: (B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6. -8.5 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The lens was explanted on (B)(6) 2024. Additional information has been requested but none has been forthcoming.